Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: territory 230 reports that the bushing that goes over the broach stem broke off. All pieces retrieved. No surgical delay. The device associated with this report was not returned. A review of the as400 found this lot was placed into distribution on october 10, 2014. A five-year search of the complaint database found no prior reports for this part and lot number combination. With no instrument returned and no more information, no root cause can be determined for this specific instrument. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify the root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep 419.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bushing that goes over broach stem broke off. All pieces retrieved . No surgical delay.